Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. Additionally, it was reported "trouble seeing screen in bright sunlight." Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.